Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, neuromuscular problems and other. It was further reported that the patient experienced erosion of internal tissues, and has undergone additional surgeries and revisionary procedures following insertion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection. No additional information was provided.